Event description:
The customer reported a leak inside the hmx al instrument. The volume of the leak was about 10 ml and was not contained within the instrument. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a hole in the tubing through pinch valve pv37 between ff107 and ff124. The tubing was replaced. The fse verified that the instrument was running without any leaks. (B)(4).